Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string came off of the tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget herself so she went to urgent care. The pledget was removed by a healthcare provider at urgent care. She did not receive any additional medical treatment and did not experience any adverse health effects.